Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, medication orders did not cross over to multiple pyxis machines for multiple patients. As a workaround, the user manually placed all pyxis machines into critical override mode. Sample patient information was provided in ephi. There were no delay or adverse events or injuries reported based on this event.